Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Locked down smartphone: data not available. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient sought emergency medical attention while wearing a pod on the abdomen for an unknown duration of use. The omnipod 5 system with controller was operating in automated mode with novolog insulin. The patient reported that the dexcom sensor alarm was not functioning properly and that blood glucose decreased to 14 mg/dl. The patient was transported to the emergency room and experienced a coma associated with severe hypoglycemia. Medical evaluation included a computed tomography scan, chest x-ray, and testing for rsv, covid-19, and influenza; all results were reported as normal or negative. The patient was diagnosed with hypoglycemia and discharged the same day following stabilization of blood glucose levels. The patient alleged uncertainty regarding whether the event was related to the omnipod 5 system with controller and initially suspected a dexcom sensor alarm malfunction. Follow-up outreach was conducted by the insulet clinical team and clinical product support. During subsequent contact, the patient reported discontinuation of continuous glucose monitoring sensor use and reliance on fingerstick blood glucose measurements due to concerns regarding prior sensor accuracy. Follow-up remains ongoing. A supplemental report will be provided if additional information becomes available.